Event description:
Boston scientific received information that during a routine device replacement procedure, signals on the ventricular channel of oversensing and intermittant pauses were observed. Air bubbles were suspected and the device was disconnected from the right ventricular (rv) lead and connected to the pacing system analyzer (psa), which elicited the same observation. Extensive troubleshooting was performed, however, the signal remained. The chronic rv lead was surgically abandoned and replaced. The initial replacement device was not used and a second device was successfully connected to the new rv lead with no further observations. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.